Event description:
The doctor reported the implant was removed due to osseointegration failure around one month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was poor. Abnormal sensation around the implant placement was observed during the removal surgery. The patient will need another surgical intervention.